Event description:
The o.r. Supervisor reported that, following insertion, one of the intraocular lens (iol) haptics was noted to be fractured. The incision was enlarged to accomodate removal of the damaged lens.

Event description:
Additional information provided by the surgeon indicates the pt's current visual acuity (va) is 20/20 and the pt has had a good outcome.